Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with a complaint of feeling a pounding in their chest. Upon interrogation it was noted that there was noise that was being oversensed on the right atrial (ra) channel. Isometrics were performed and the noise was able to be reproduced. An x-ray was taken which appeared normal. Over two years later the ra lead continued to exhibit noise and was surgically abandoned during a normal change out procedure. No additional adverse patient effects were reported.